Manufacturer narrative:
(B)(4).

Event description:
An advocate from (B)(6) stated approximately 4:30am his son experienced hypoglycemic symptom of shakiness. His blood glucose was tested on his contour ts meter and the reading was 30mg/dl. The son was given a piece of chocolate and then an hour later he was given his routine insulin injection. No further action was taken and the customer recovered that same day. The advocate stated the event was possibly related to the contour ts because it generally reads lower than another type of meter they use. The strip information was not provided but the meter serial number was given. It was asked that the strips be returned for evaluation.